Manufacturer narrative:
Initial.

Event description:
It was reported that the connector anchoring the insulin cartridge to the tubing fractured and split, leaving portions attached to the pump and to the tubing, which prevented disconnection and resulted in a wasted insulin cartridge; the affected device component was the connector/coupler, and the user could not remove the broken part despite attempts. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of the information provided by the user. Investigation of this case revealed a mechanical problem consistent with failure to disconnect, with the issue traced to the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.